Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
After using the stevens tenotomy scissors several times, it was noticed that the tip of the right blade was broken. The procedure is septorhinoplasty. Additional information: the procedure notes for this case do not cite any interventions being required, any delay in case or any patient/staff injury. A CT that was taken was inconclusive for the presence of the tip.

Manufacturer narrative:
The scissors were not available for investigation. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available as well as a result of our investigation, the root cause of the failure is most likely user related. In similar cases, a mechanical overload situation led to the breakage, for example leverage forces. Corrective/preventive actions: not necessary.